Event description:
It was reported that this right atrial lead was failing to capture due to spring contact issues. The patient suffered bradycardia. Pacing impedances and capture thresholds were within range. The patient's pacemaker was reprogrammed to unipolar configuration. This lead remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).